Manufacturer narrative:
(B)(4). Reporter¿s phone number: (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to premature wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the cable/cord/wiring was damaged on the motor device. It was further determined that the coupling was broken and the motor and control unit were defective. It was further determined that the device displayed an e8 error code and no test run was possible. It was further determined that the device failed pretest for handpiece temperature assessment, air pump assessment, noise assessment, rotational speed assessment, motor thermistor assessment, cutter lock assessment and loctite and cable assessment. It was noted in the service order that the device was inoperative. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.